Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field safety technician during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) unit fails electrical safety check. No patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) changed lcd display (0160-00-0127), tightened lock nuts on earthing stud. Improved reading but still not acceptable. Fse replaced ac power cord (d012-00-1688-25) and screws (d380-00-0625). Completed full electrical safety test, including gas leak test, and system self test on start up. All ok and ready for clinical use again.

Event description:
N/a.